Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was getting a jolt when working with the patient programmer. The caller was worried that it was too high and wanted to ensure that the patient would not get a shock. This had happened a couple of times and a manufacturer representative was informed about it when manufacturer representative had met with the patient on friday ((B)(6) 2016). Additional information was received from a consumer reporting that with troubleshooting they were able to use the patient programmer to connect, lower amplitude, and turn the implantable neurostimulator (ins) on. It was reviewed to set stimulation at a comfortable level.

Event description:
Additional information was received from a health care professional (hcp) on (B)(6) 2016 reporting that the device was interrogated by a manufacturer representative on (B)(6) 2016. No further action was necessary. The cause of the jolts was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.